Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital with an elevated blood glucose (bg) level above 430 mg/dl. Reportedly, the customer had lost consciousness and experienced low sodium, potassium, and phosphorous levels due to the pump software not resuming insulin delivery as intended. Customer was treated with intravenous fluids of saline and insulin, and received potassium, sodium, and phosphorus and was released from the hospital after approximately 3 days. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the customer¿s allegation and hospitalization; however, the customer did not respond. No additional patient or event information was available.